Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had been empty for two months and then ¿it started making noises¿ 3-4 weeks ago. It was noted the patient was in pain because there was no drug in her pump. It was unknown when the pain started. It was further reported a new doctor was needed because the patient¿s doctor dismissed the patient. It was unknown what drug the pump was being used to deliver. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient could not find a health care provider (hcp) to refill the pump. The patient did not believe there enough drug infusion pump doctors in the las vegas area so they were going to explant the device on the day of report. The pump had been empty for about 1 year. The patient reported hearing all kinds of alarms. The patient was hospitalized as a result. The patient had an appointment in the upcoming week or two.